Event description:
Customer stated that it is very painful when pumping and it felt like it was going to pull her nipple off.

Manufacturer narrative:
In response to this customer, a replacement pump was sent on (B)(4) 2010. The customer indicated that the replacement pump is not causing any issues. The customer stated that she returned the product involved in the complaint; however, there is no indication that the product has been rec'd. An eval of the product could not be performed. Therefore, no conclusions can be made as to the cause of the event. As part of complaint remediation activities, historical complaint records are being reviewed for possible adverse events. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting.